Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced extended hyperglycemia with subsequent hypoglycemia while using the ilet bionic pancreas, including highs up to 400 mg/dl for 7¿8 hours and a low to 65 mg/dl for about 45 minutes, with device alerts noted and corrections performed; the user does not announce meals. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device data and user interaction with troubleshooting and education focused on correction practices and the impact of not announcing meals. Investigation of this case revealed no device malfunction, with hyperglycemia and subsequent variability attributed to user management practices, including lack of meal announcements and potential overcorrection of lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.